Event description:
A report was received that the patient was experiencing loss of sensation and mobility of the left leg the day after the paddle lead was implanted. The patient was admitted in the hospital for treatment. The physician noted that the patient did have some neurological deficit of the leg. Computed tomography scan revealed that the lead migrated to the left side impinging the spinal cord, and the physician believed that the patient's symptoms were the results of the paddle lead pressing the cord. The patient underwent an explant procedure of the paddle lead. Sensation had returned; however, it was unknown if mobility/strength was regained.

Manufacturer narrative:
Additional information was received that the patient had limited mobility on both right and left lower side. The patient could walk with heavy assistance and currently undergoing physical therapy.

Event description:
A report was received that the patient was experiencing loss of sensation and mobility of the left leg the day after the paddle lead was implanted. The patient was admitted in the hospital for treatment. The physician noted that the patient did have some neurological deficit of the leg. Computed tomography scan revealed that the lead migrated to the left side impinging the spinal cord, and the physician believed that the patient's symptoms were the results of the paddle lead pressing the cord. The patient underwent an explant procedure of the paddle lead. Sensation had returned; however, it was unknown if mobility/strength was regained.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.